Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: treatment of unstable distal radial fractures with non-bridging small ao external fixator. Unfallchirurg, volume 99, pp. 836-840. This report is for unknown ao external fixator, unknown quantity, unknown lot. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received : this report is being filed after the subsequent review of the following literature article : ziegler, j.-p., remiger, a. (1996) treatment of unstable distal radial fractures with non-bridging small ao external fixator. Unfallchirurg, volume 99, pp. 836-840. (B)(4). The purpose of the study was to examine the radiological time line of 42 unstable distal radial fractures that were treated with bridging small ao external fixators without bone grafts. The study was completed by examining 327 patient histories from 1998 to 1993, and included a total of 41 patients (27 females and 14 men) with an average age of 52 years (range 18-85 years). The following complications were reported: primary repositioning was poor, resulting in redislocation. Two cases with incorrect pin placement led to correction loss. Reversible irritation of the r. Superficialis and m. Radialis through a pin. Four algodystrophies (chonic pain) this is report 1 of 1 for (B)(4). This report is for an unknown ao fixator. A copy of the literature article is being submitted with this medwatch. This report is for one device.